Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to camera cable break of the subject device due to the user handling. The camera cable break might have occurred no image and also the communication failure between the subject device and the video processor, and the error, e226 might have displayed. The error, e226 displays when a communication failure with the processor occurs. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon, the scope communication error and the failure of the endoscopic image occurred. It was found the camera cable failure which might have caused the reported phenomenon. Also it was found the electrical contact of video connector of the subject device had a dent. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the communication error occurred. There was no patient injury associated with this report.